Manufacturer narrative:
Other, other text: device evaluated, picture one shows cassette product out of its original packaging. Picture two shows the front view of a cassette. Picture three shows the top view of cassette. Picture four shows the pressure plate latch section of the cassette. The sample was received without the blue clip. No damages, kinks, cuts or any other damage detected. Functional testing performed and the failure mode could not be duplicated by functional testing, complaint is not confirmed. No root cause determined complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the device to alarm "no disposable, pump won't run". No adverse patient effects were reported by the customer.